Manufacturer narrative:
G4: 20jul2020 b4: (B)(6)2020 the field service engineer replaced the touchscreen to address the reported issue. Controls and safety testing completed, all confirmed to be working correctly. All passed. Device is working as it should. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The customer reported that when touching the edge of the screen, it does not register. The customer tried calibrating, but the problem was not corrected. The customer contacted product support and requested service repair. The customer reported that the unit was not in use on a patient.